Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h11 the mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition with the mirror broken out of the mirror holder. The top trim and ac entry module were damaged. The mirror had fallen out of the mirror holder causing the high intensity light to come into direct contact with the plastic parts of the bezel, attenuation, and turret assemblies. Evaluation also noted that the power supply was due for an upgrade. These parts were replaced as necessary. The new mirror was reseated into the mirror holder, power supply was upgraded, top trim and ac power entry module were replaced. Root cause analysis: the reported complaint was confirmed. It was determined that the damage to the mirror holder may be the result of rough handling or environmental damage. Damage to the mirror holder will prevent it from reflecting heat and lead to the issue of smoking. No manufacturing, workmanship or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) started smoking while in use. There was no patient involvement, thus no injury, death, or surgical delay was reported at this time.